Manufacturer narrative:
The insert accessory was returned and evaluated. Per the customer reported complaint, engineering observed that a section of the curved blade had broken off. A piece of the curved blade, measuring approximately .645 x .085, was returned with the insert. The fracture surface of the blade is not leveled and one of the mating features that slides in and out of the shaft when the clamp arm opens/closes is bent slightly inwards and rubs against one side of the blade. It was determined that this damage may have contributed to the blade breakage since the broken piece has wearing/scratching in the axial direction, consistent with this motion. Although intuitive surgical uses the term blade above, there are no components in the harmonic ace curved shears instruments or inserts that meet the definition of medical sharps. The da vinci harmonic ace curved shears instructions for use specifically states: inspection prior to use, examine the device prior to use. In particular, examine the following components for cracks or flaws: the clamp arm and blade on the insert - the shaft of the insert - the reusable instrument housing. Caution: if cracks or flaws are observed, do not use the device. Note: scratches on the blade may lead to premature blade failure. Avoid accidental contact with other instruments during use. Do not use any means other than the blade wrench to attach or detach the instrument from the hand piece. General precautions and warnings - do not attempt to bend, sharpen, or otherwise alter the shape of the blade. Doing so may cause blade failure and user or patient injury. Avoid contact with any and all metal or plastic instruments or objects when the device is activated. Contact with staples, clips, or other instruments while the device is activated may result in cracked or broken blades, which may be identified by a generator solid tone or an instrument error. Care should be taken not to apply pressure between the blade and clamp arm without having tissue between them. This can result in possible damage to the instrument. Both conditions may cause a system failure signaled by a continuous beep when either of the foot pedals is depressed.

Event description:
It was reported that during a da vinci s abdominoperineal resection procedure, the tip of the harmonic ace curved shears insert broke and a piece fell into the patient. The broken piece was retrieved and the planned surgical procedure was completed. No patient harm, adverse outcome or injury was reported.